Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted into the hospital due to a car accident, a review of this system showed episodes dating back to last year where there was inappropriate therapy due to p wave oversensing and noise. Technical services (ts) was consulted, discussed possible p wave and t wave oversensing, additionally noted that one episode appeared to be oversensing of electromagnetic interference (emi) or muscle noise. Ts recommended that when possible due elevated rate testing and assess vectors. This s-ICD system remains in service. No additional adverse patient effects were reported.